Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to implant a drg system. Once the patient was in post-op recovery, the physician realized the newly implanted lead was placed on the right l5 vertebral level instead of the intended left l5. As a result, the patient was taken back to surgery where the physician explanted the right l5 lead and then replaced it with a new modei at left l5. Postoperatively, effective therapy was reported.